Event description:
Plaintiff alleges being diagnosed as being allergic to latex after repeated exposure to latex gloves. Allergies that she is now subjected to increased health risks and may no longer work as a medical technologist in any medical facility and is subject to anaphylactic reactions, has suffered substantial injury, pain and suffering as well as economic loss. Plaintiff's husband, alleges loss of consortium of his wife.